Manufacturer narrative:
On (B)(6) 2016, an fse guided the customer over-the-phone to address the reported event. The customer removed a cup from the incubator, cleaned the incubator, and ran a start-up procedure followed by quality control runs, all resulted in acceptable results. The instrument was performing as intended. No further action required by field service. The most probable cause of the reported event was an incubator cup jam. (B)(4). This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2016, a customer reported washer up/down errors (no additional details were provided) with their aia-600ii analyzer. The customer was unable to run e2 patient samples. Through a service call, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.